Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent fracture was noted. The left anterior descending artery (lad) was predilated with a 2.5x15mm maverick balloon and then the 2.50x12mm taxus liberte drug eluting stent (des) was advanced to the lesion. The physician noticed resistance when an attempt was made to inflate the stent delivery balloon. The balloon did not inflate. The device was removed from the pt and a stent fracture was noticed. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed as "stable".